Manufacturer narrative:
Continuation of d10: product ID: a521, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a521, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that last night they turned on their handset and got a message that said 'system error. Therapy may have stopped. Contact your clinician. ' the patient texted their manufacturer representative (rep) yesterday about the issue, but they had not received a response. During the call, the patient tapped 'end session' and confirmed they were able to return to the home screen of the handset. The issue was not resolved. Agent reviewed meaning of the message and redirected the patient to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the system error was unknown, the likely cause was unknown, and log were unable to be obtained because the trial had ended.